Event description:
It was reported that a spectrum pump displayed system error 105. It was also reproted there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was observed at power up. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.